Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17313321.

Event description:
It was reported that the patient was not using the spinal cord stimulator (scs) device due to not being able to use it while sleeping. It was noted that the patient could not sleep with the scs device turned on. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and were not returned.